Event description:
It was reported that during a gastric bypass procedure, a powered stapler with a 44mm reload was fired for the second-to-last firing corresponding to the entero-enteric anastomosis. The firing cycle was completed and the reload knife began its retraction; however, when attempting to open the device jaws, a spring-like sound was heard from the mechanism. The anvil stopped approximately at the final third of its return travel, preventing the jaws from opening and leaving patient tissue trapped between the jaws. Upon visual inspection of the reload, damage was observed in the articulation mechanism on one side, and it was reported that the reload articulation joint broke without disengaging. An attempt was made by testing a second motor to try to remove the reload. To release the trapped tissue, the jaws were opened with the assistance of forceps, applying controlled force until the tissue was released. The procedure was extended by more than 50 minutes and was subsequently completed.

Manufacturer narrative:
D10 concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu (lot#p5m0451); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); sigpshell, sig power sigpshell control shell (lot#n6d1106y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.